Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that the last bolus and basal deliveries were on (B)(6) 2014 two days after the event date. A manual date change from (B)(6) was noted in the black box. Total daily deliveries showed that the pump was delivering bolus and basal accurately until the last date used. The battery cap was not returned and using a test battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidents. The pump¿s delivery accuracy was within required specifications. Bolus exercises were completed and recorded correctly. The investigation was unable to verify or duplicated the reported pump suspend issue. Unrelated to the reported issue, the battery compartment was cracked from the base seal to the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history does not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.